Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing, ECG stressing test, and functional testing without duplicating the report. The multifunction cable (mfc) cable was not returned and could not be visually inspected or functionally tested. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. It was recommended to the customer to discard the multi-function cable used as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.